Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with an eva tpn bag. The reporter stated that the bag leaked from a pinprick hole on the right side of the non-print side, about an inch from the seam and halfway up from the ports. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a small tear in the area of the 1200 ml mark on the back left side of the bag. A functional leak test was performed and revealed a leak from the hole. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.